Event description:
According to the reporter: per customer the jaws locked with the needle in place, couldn't completely remove needle. Additional information requested via email.

Manufacturer narrative:
(B)(4).